Event description:
Per article, "recognition and management of hemolysis following transcatheter aortic valve replacement in a patient with chronic kidney disease", routine tee two weeks post-implant of a 23mm sapien 3 ultra valve in the aortic position showed the valve had moderate paravalvular leak (pvl). One week later, the patient presented to the emergency department with worsening dyspnea. The patient was discharged, but their exertional dyspnea persisted. Iron studies indicated the presence of anemia of chronic disease. The patient received two units of packed red blood cells, resulting in an improvement in the patient's hemoglobin levels. However, a week later, hemoglobin dropped further. A comprehensive investigation confirmed the diagnosis of hemolytic anemia. It was decided to post-dilate the valve using the same size edwards balloon along with an additional 1cc of contrast. Post-procedure tte revealed a complete resolution of the pvl. The patient's dyspnea and anemia resolved.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference article: jamil, y., farhat, k., & ansari, e. (2023). Recognition and management of hemolysis following transcatheter aortic valve replacement in a patient with chronic kidney disease. Cardiovascular revascularization medicine. H3 other text : device remains implanted.